Event description:
This report is being filed after subsequent review of the following article guided growth by a stainless-steel tubular plate. Tung-yi lin, hsuan-kai kao,wei-chun li,wen-e yang and chia-hsieh chang; 2013 journal of pediatric orthopaedics b 2013, 22:306¿310. This is a retrospective review of medical records and radiographs of 14 deformities around the knees in eight children. The deformities were femur valgum in seven limbs, tibia varum in five limbs, and tibia valgum in two limbs. These were consecutive cases from january 2004 to october 2011. A two-hole stainless-steel one-third tubular plate (ao; synthes, (B)(4)) was placed on the cortex with one hole above the physis and the other below the physis. Two stainless-steel screws were inserted above and below the physis to fix the one third tubular plate. The plate and screws were removed at a mean of 20.1 months after the first operation. One complication, implant loosening occurred at the left medial tibia 3 weeks after the operation for 1 boy. Revision surgery was performed to fix the plate again using longer screws. Finally, the genu valgum was corrected to 91 and the implants were removed 2 years and 5 months later. This is report 2 of 2 for (B)(4). This report refers to an unknown plate.

Manufacturer narrative:
Device used for treatment, not for diagnosis. Guided growth by a stainless-steel tubular plate. Tung-yi lin, hsuan-kai kao,wei-chun li,wen-e yang and chia-hsieh chang; 2013 journal of pediatric orthopaedics b 2013, 22:306¿310. This report is for an unknown plate/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.